Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. After a stent was implanted, a 16-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilatation; however, during inflation at 5 atmospheres, it was noted that the stent ruptured the balloon. The device was completely removed and an 18-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilatation; however, during inflation at 5 atmospheres, the balloon also ruptured because of the stent. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.